Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 07/17/2019. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). Return testing did not generate any k+ results outside of the total allowable error (ea) and met the acceptance criteria for rate of suppressed results. No deficiency has been determined for chem8+ lot h19028.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant creatinine results on a (B)(6) year old female patient. There was no additional patient information available at the time of this report. Method: I-stat, date: (B)(6) 2019, tested: 08:32, result: 7.0mmol/l. Lab, ni, ni, 4.6mmol/l. Collection times not provided. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. There was no patient information provided. The investigation is underway.